Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that during the implant procedure, after positioning lead in the right ventricle apex, straight stylet that was in the lead could not be removed, even under great amount of force applied. The lead, together with the stylet were removed from the patient. Another lead was implanted. No patient complications have been reported as a result of this event.